Event description:
The customer reported that while the unit was in use on a critically ill pt, the ECG waveform became erratic. The pt expired. The biomed advised that the unit had exhibited an erratic waveform on a previous occasion, but when he could not confirm the problem, he put unit back into use.